Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse observed a damaged dilution probe aspiration pump (dip) drive cable. The cse replaced the dip assembly and replaced the wire belt and l-ring seals. The cse also repaired the tubing connection to the saline bottle. The cause of the discordant ca_2 results is unknown. The cse successfully ran calibrations and qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium_2 (ca_2) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, which resulted higher. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium_2 results.